Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4.5fr ptfe microintroducer dilator/sheath. The sample was received with the dilator inlaid through the sheath. Blood residue was observed at on the dilator and within the luer adapter orifice. The tip of the sheath exhibited a deformed region. Microscopic inspection of the deformed region revealed a segment of the tip to be bunched and curled back toward the luer adapter. Material buckling was observed in the vicinity of the curled section. The deformation characteristics were consistent with contact between the peel-apart sheath and a planar surface such as subdural fascia. The blood residue suggested that contact occurred during attempted device use. Such damage can occur if insertion is attempted through a too-small incision or without twisting the introducer. The IFU states ¿using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision.¿ a lot history review (lhr) of rebt0146 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that in one of the PICC trays the edge of the gray sheath of the microintroducer was curled up, making it "impossible" for them to slide the microintroducer into the vein. The team had to pull another microintroducer in order to insert the PICC line and could not use the one in the kit. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0146 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that in one of the PICC trays the edge of the gray sheath of the microintroducer was curled up, making it "impossible" for them to slide the microintroducer into the vein. The team had to pull another microintroducer in order to insert the PICC line and could not use the one in the kit. No patient harm reported.